Event description:
Pt underwent sacral colopexy procedure withe veritas for vaginal prolapse repair and gynecare tvt with synthetic mesh for urinary incontinence. Several months following procedure, pt presented with return of vaginal prolapse. In recent follow-up procedure, surgeon could locate bone screws used to fasten device, but was unable to locate implanted veritas. Outcome of follow-up procedure and pt status unknown.